Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on several troubleshooting steps, but the pump display did not turn on. A red blinking light was present. As a resolution, technical support decided to replace the pump, confirmed the shipping address, and provided a pre-paid label for returning the faulty pump within 10 days. The customer opted to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.